Event description:
The customer called requesting assistance with settings in the replacement pump she had received. The caller feels the insulin pump was not functioning as it used to. Assisted the customer to check the settings in the bolus wizard, and it appears that the settings were correct. Then the customer stated that she had low blood glucose and had to go to the hospital back in (B)(6) 2013. Offered to troubleshoot, but the customer declined because it happened with her old insulin pump. The caller stated that she started experiencing low blood glucose the day before and she was treating with orange juice. The caller mentioned that the paramedics also were called in the past with previous device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.